Event description:
Customer contacted beckman coulter inc. (Bci) regarding a "no value" flag generated by the synchron lxi 725 clinical system for one patient's troponin (accutni) result. The erroneous result was not reported outside of the laboratory. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was allowed to clot for 30 minutes and spun at 3000 rpm for 10 minutes. Bci hotline performed troubleshooting and found an accutni reagent pack to have been shared between the customer's two instruments. Use error is the likely root cause of this event.